Event description:
It was reported that a wire missing occurred. The sensor was inserted into the thigh, which is off label usage of the device, on (B)(6) 2024. Product was provided for investigation. An external visual inspection was performed and passed. The allegation was confirmed due to the finding of a detached/missing sensor wire. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wire missing occurred. The sensor was inserted into the thigh on (B)(6) 2024. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).